Manufacturer narrative:
The suspect product is the comfort curve strips.

Event description:
Customer reportedly received results of 152 mg/dl and 81 mg/dl within 10 minutes on the advantage system (meter, strip lot 549524, with expiration date 02/29/2008). Customer did not provide the location of the discrepant results. No high or low blood symptoms reported. No action was taken based on device resutls. No adverse event reported. No quality controls were used. Requested return of suspect device and replacment was sent.